Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a 29mm navitor vision valve was selected for implant using a large flexnav delivery system (ds). Pre-implant balloon aortic valvuloplasty (pre-bav) was performed using a 23mm, non-abbott balloon. During the procedure, the valve was required to be recaptured once then the patient was developed with atrioventricular block (av). The valve was able to be implanted successfully. Paravalvular leak (pvl) was observed; post-implant balloon aortic valvuloplasty (post-bav) was performed using a 24mm, non-abbott balloon. A temporary pacemaker was placed to monitor the rhythm. The patient was in a stable condition.